Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor communication. The patient reported ¿poor coupling¿ on the day of the report but stated she had recharged her ins recently. The patient reported that she last had stimulation 3 weeks ago. The patient was able to connect to the ins with the patient programmer (pp). The steps for antenna locate and attempted a recharge session and the issue didn't resolved. The ins was off. The outcome of troubleshooting was the reposition antenna screen. The patient reported that she was not able to turn her ins on since a few weeks ago. The patient was redirected to their healthcare provider (hcp) to have the ins checked for a possible overdischarge. No further complications were reported.